Manufacturer narrative:
(B)(4). This is a report of a leak where the patient did not properly disconnect from therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient had attempted to resolve an alarm by disconnecting from the homechoice device. The care giver stated the patient disconnected momentarily from the homechoice and fluid started leaking out of the patient line so they immediately reconnected to the homechoice. There was no patient injury or medical intervention associated with this event. No additional information is available.